Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 had failed controller boards. The control board in drawer 3.1 was taking down the whole station. A field service engineer tested both boards, found both to be bad, and replaced them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an ac failure and was not turning on. The customer reported that there was a delay in patient care, and they had limited access to the medication. The user was able to remove the medication from another station and from the pharmacy. There were no adverse events or injuries reported as a result of this incident.